Event description:
Hcp reported "the catheter had back out of spine and was coiled in belly around pump". The device was explanted. Several attempts to contact the hcp were made without success. A follow up report will be sent when additional information is received.